Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, the patient underwent removal of a broken titanium cannulated proximal femoral nailing system (tfna). The original surgery was done in june and post-op images were in good condition. This is the second failure that the surgeon reported on (B)(6) 2022. The other failure was a sub-trochanteric nonunion. The nail was in for over a year before it failed. The patient was reported as good. This report involves one (1) 10mm/125 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for (B)(4). This product complaint, (B)(4), is related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the 10/125 deg ti cann tfna 340/right - sile is broken across the blade insertion hole. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 10/125 deg ti cann tfna 340/right - sile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 27-sep-2019, part number: 04.037.024s, 10mm/125 deg ti cann tfna 340mm/right- sterile, lot number: 17p3449 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 16l2728, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h794559, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 4l34319, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 11l2711, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of analysis was reviewed and determined to be conforming. Lot summary report dated 25-jun-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, the patient underwent removal of a broken titanium cannulated proximal femoral nailing system (tfna). The original surgery was done in june and post-op images were in good condition. This is the second failure that the surgeon reported on (B)(6) 2022. The other failure was a sub-trochanteric nonunion. The nail was in for over a year before it failed. The patient was reported as good. This report involves one (1) 10mm/125 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for (B)(4). This product complaint, (B)(4), is related to (B)(4).